Event description:
2/15/2000: MFR received an explanted segment of catheter approx four inches in length along with a medwatch report (see attached, uf# not included) that states the following: original implant at another facility. The device catheter sheared off. 2/4/2000: retrieval of foreign body (atrial ventricle). No adverse outcome to pt. No further details were provided.